Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p900951 returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) of 2018 and intermittent illuminator current low dating back to (B)(6) of 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .601 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02 are applicable to this returned product analysis as well as newly reported codes, c07 and c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulted message. A05 was coded for the amber light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure.

Manufacturer narrative:
Brand name ; product ID 9735821r (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c08, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a localizer faulted message and an amber led on the positioning sensor unit (psu). No patient was present. Additional information was later received. A medtronic representative (rep) called to report that he went into ndi toolbox and found the bump detector battery fault.